Event description:
The device was used during a nephrectomy procedure. Reportedly, the staple line was incomplete. The surgeon converted to a laparatomy to complete the procedure. A blood transfusion was required. The hospital has reported the pt's condition is satisfactory.